Event description:
The device has been explanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to received information, the recipient was explanted due to an infection in the area of the implant. Reportedly, the skin was not intact and granulation tissue was found. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Thus, no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is final report.

Event description:
It was reported that the device had to be explanted due to an infection caused by staphylococcus aureus. The skin was open, and there was edema and granulation tissue that could not be eradicated despite treatment with antibiotics. A new implant will be implanted in the contralateral ear.